Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to a depth of 2 mm below the annular plane. Upon release, the valve moved aortic. The valve was snared and pulled back into the descending aorta. A second valve was implanted. Subsequently, transverse aortic dissection was noted. A non-medtronic 36 mm x 180 mm stent was placed to stabilize the dissection. It was reported that, the patient was hemodynamically stable at the end of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed. A post bav was performed prior to the dislodgement. The transverse aortic dissection was caused by pulling the dislodged valve back into the descending aorta. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method; eval code result product analysis: no product was returned, and the patient summary report was not provided for anatomical review. Procedural images (three static images and one media file) were submitted to medtronic for review. Conclusion: the image review did not include the valve load inspection. The media file showed a cine that appears to be a depth assessment. The medtronic bioprosthetic valve appeared to have parallax noted by the radiopaque markers not being in the same plane. Imaging provided showed a dislodged medtronic bioprosthetic valve. Of note the target implant depth for the medtronic bioprosthetic valve is 3mm and can be found on labeled point number 4 of page 35 of the device instructions for use (IFU). The imaging showed a dislodged valve that was snared and pulled to the descending aorta. Per the device IFU on page 19 it states under potential adverse reactions that: ¿prosthetic valve migration/embolization¿ is listed. On page 16, the first bullet point states ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps).¿ repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Best practices advise when a valve dislodges and physician decides to snare to place dislodged valve if applicable above sinotubular junction and below the inominate/brachiocephalic artery due to the increase risk of stroke and dissection of transversing the great vessels with bioprosthetic valve. The patient summary report was not provided for anatomical review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported that the valve was deployed to a depth of -2mm, which is outside of the device IFU-recommended target depth range of 1 to 5mm. This may have been a contributing cause, but with the limited information available, a cause of the dislodgement could not be conclusively determined. Dislodge events are typically not related to a device malfunction. Vascular injuries such as dissection, are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the transverse aortic dissection was caused by pulling the dislodged valve back into the descending aorta and per the device IFU, repositioning of the valve may lead to aortic root damage. However, this could not be confirmed by medtronic with the limited information available, so a conclusive root cause of the dissection cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to a depth of 2mm below the annular plane. Upon release, the valve moved aortic. The valve was snared and pulled back into the descending aorta. A second valve was implanted. Subsequently, transverse aortic dissection was noted. A non-medtronic 36mm x 180mm stent was placed to stabilize the dissection. It was reported that, the patient was hemodynamically stable at the end of the procedure. No additional adverse patient effects were reported. Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed. A post bav was performed prior to the dislodgement. The transverse aortic dissection was caused by pulling the dislodged valve back into the descending aorta. Additional information was received that there was no post balloon aortic valvuloplasty (bav) performed. The valve dislodged after full release from the delivery catheter system (dcs) from the implant of 2 millimeter (mm).

Manufacturer narrative:
Additional information was received that there was no post balloon aortic valvuloplasty (bav) performed. The valve dislodged after full release from the delivery catheter system (dcs) from the implant of 2 millimeter (mm). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.